Event description:
It was reported that a symptomatic patient presented to the clinic after receiving inappropriate therapy. Post-sensed t-wave oversensing was observed on the ventricular lead. The oversensing was noted on a stored egm. The device was reprogrammed successfully. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.